Manufacturer narrative:
Product ID: 3057, lot# unknown, product type: screening device; product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the trial "worked for a day or so and then it came out". The patient clarified that the trial lead either moved or pulled out, so the hcp just removed the trial system and implanted the permanent system. No further complications were reported or are anticipated regarding the trial system.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient stated their device might not be working because they did not feel stimulation and thought this was because they pulled on their pants too hard, which might have caused the wires to move. The patient stated they were on stimulation level 1.9 and increased to 6.5 where they felt it, but it went away. The patient was advised to talk to their doctor if they had more concerns. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that their wires may have moved or come out on (B)(6) 2018, but their doctor could not look at them until (B)(6) 2018. On (B)(6) 2018 the patient reported that they did not feel stimulation after changing sides. The patient stated they were on the right side and stimulation was set at 12.1. The patient reported that they believed their wires had moved. On (B)(6) 2018 the patient reported that their leads had come loose, they went into the healthcare provider¿s office and the leads were removed. No further complications were reported.